Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2020-01692. All information can be found under that manufacturer report number 1314492-2020-01692. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, experienced a constant upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.